Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the bd application froze unexpectedly on a patient profile. A technical support specialist restarted the application via task manager, checked drawer connection and cubie admin. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medbank system became abruptly stuck on patient profile. The app was able to be restarted via task manager and the user was then able to sign in and issue medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the application settings misconfigured. The system functioned as intended after the technical support specialist serviced the device.

Event description:
It was reported by the customer that a pyxis medbank system became abruptly stuck on patient profile. The app was able to be restarted via task manager and the user was then able to sign in and issue medications. There were no adverse events or injuries reported based on this event.